Manufacturer narrative:
Continuation of d10: product ID a810 product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal morphine (2 mg/ml at 0.825 mg/day) via an implanted pump for non-malignant pain. It was reported that the patient had been refilled with 2 mg/ml morphine the last two visits but the healthcare provider (hcp) accidently had the concentration as 0.4 mg/ml. With the dose set to 0.165 mg/day the caller wanted to know what the patient was actually getting.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that they were not sure what the device software version was. The rep indicated that the doctor initially reported the issue to the rep with the doctor realized what happened. Actions/interventions taken included the doctor doing another refill and changing the concentration to the correct number and then changed the patient's dosing to be equivalent to what the patient was getting for the past 2 refills. This was 0.825mg/day. The rep verified with tech support and he also made sure that the refill date remained the same so this was an extra check that the dosing was the same as it had been for the past two fills (more than 3 months).